Event description:
User experiencing multiple pt samples, generating discrepant alkaline phosphotase results with a difference of 50 u/l between initial and repeat testing since 2008. User refused to provide specific data. Erroneous results were not reported. The field service rep determined the cause to be a failure of the fluidics and air in the alk phos r2 flow path. He replaced reagent flow path fittings, and re-flared tubing. Also replaced r2 pipettor manifold fittings, and bleached alk phos channel 16. Performance tests were performed, and within specification.